Event description:
(B)(6) (patient) had a 2nd treatment one week ago. Her entire underside of the left arm from the axilla to the wrist is numb and painful and has not improved. Right side of axilla is fine.